Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that an infection occurred. The leads and competitor implantable pulse generator (ipg) were explanted and replaced. Additional information was received that the patient had (B)(6) bacteremia with evidence of infective endocarditis of the aortic valve, mitral valve and leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.